Event description:
The customer reported when it was wiped with normal saline, left a grey residue on the gauze displayed during a therapeutic biopsy procedure involving an olympus single use aspiration needle. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.